Event description:
Pt has been using this MFR's insulin syringes for about six years. Occasionally during this period small pieces of white foreign material were noticed adhering to the needles. Some pieces were large, others small. On other occasions a syringe was found with the needle sticking through the cap, or part of the cap stuck to the needle. Pt is an adult.